Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml "324-367" mcg/day and 155 mcg/ml fentanyl at 25 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump that was implanted on (B)(6) 2016 stopped after just 4 days, but they did not know until (B)(6) 2016. It was stated that the first three days after the pump placement, she was great. The patient went into hard back spasms like she didn't have her pump at all. A radioactive isotope study as well as two scans were performed on (B)(6) 2016. Another scan was performed on (B)(6) 2016 and one more was performed on (B)(6) 2016. The patient had not heard any alarm at all. It was further stated that no one had heard an alarm and the patient did not understand why the pump only alarmed once an hour and the patient would never hear it. It was noted that the patient's previous healthcare provider (hcp) would program her pumps to alarm every 15 minutes to 3 times an hour. On (B)(6) 2016, the physician assistant increased the patient's pump medication when the patient told him she did not think she was getting any medication. The patient was crying for 4 hours nonstop when she called her hcp and was placed on valium. The patient was going "out of her mind." The hcp and staff did not know what to do the patient's spasms, as before the pump, the patient did not respond to oral baclofen. It was noted she was on 100 mg/day of oral baclofen before the pump and her legs would be "spasms" and her feet would curl up and go up to her back. Currently the patient had flank pain. The patient went online and read about how bad baclofen withdrawal could be. It was noted the patient was "scared to death" regarding baclofen withdrawal. It was stated the patient's hands were tied because there was not another hcp in the state that would do her pump. The patient wanted to know if there were tests the hcp could do. It was noted that the patient could not take oral pain medications, stating that 2 mg of dilaudid could make her "out of her mind." The patient felt when the pump worked, it was great, and when it didn't work, it was "horrible." The patient was only getting 1-2 hours of sleep per night with the current situation of the pump stopping. It was stated that the patient's pump failing was a very severe situation based on current symptoms. The patient had learned to cope, but her "coping mechanism was running out" and without the pump she did not function. If all else failed, the patient noted she could take the fentanyl out of the pump to see an hcp. Additional information was received on (B)(6) 2016 from a rep. It was unknown if the patient's catheter was cleared at implant and if new or old drug was used. It was noted that a nuclear test was done because the patient was allergic to dye. This study was done for 3 days and assuming a current flow rate of about 0.18 ml/day, the isotope should have left the pump tubing by then. It was stated that the physician did not see it move out of the pump. It was unknown if they tried aspirating from the catheter only and if they had checked the reservoir volume to see if there was a volume discrepancy. The patient still had swelling and pain at the pump site currently and it had been about 5 weeks since implant. When they put the isotope into the reservoir, the patient had fluid leaking out of the puncture site for abut 40 minutes, however, a seroma was never alleged. It was later reported on (B)(6) 2016, that the patient was not happy that her surgery was being put off for two weeks. The patient saw the neurosurgeon "a week ago" and the neurosurgeon did not see the necessity to do surgery right away. It was noted that the patient was scheduled "2 weeks out." The patient stated that she disagreed with the surgeon and because of that, he was putting her off until (B)(6) 2016. It was stated that the pump was not working so she would have a possible pump and catheter replacement. The pump was read and there was not an error. It was stated that the patient had been without intrathecal baclofen and fentanyl for 6 weeks and the pump stopped working on (B)(6) 2016. No falls or trauma were reported. The patient went through hell all summer and she could immediately feel her symptoms and spasms return like "someone hit a light switch." It was further stated that the patient spent a night crying for 5 hours and her temperament and patience had changed due to no sleep. The patient could not sleep in a chair or in bed due to her spasms. The patient did have an appointment with a different hcp, but he did not want to fill the pump with the fentanyl. The patient's concomitant medications included zanaflex, neurontin, valium, oral baclofen, oral dilaudid, and a fentanyl patch. The patient's medical history included multiple sclerosis and arthritis.

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml "324-367" mcg/day and 155 mcg/ml fentanyl at 25 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump that was implanted on (B)(6) 2016 stopped after just 4 days, but they did not know until (B)(6) 2016. It was stated that the first three days after the pump placement, she was great. The patient went into hard back spasms like she didn't have her pump at all. A radioactive isotope study as well as two scans were performed on (B)(6) 2016. Another scan was performed on (B)(6) 2016 and one more was performed on (B)(6) 2016. The patient had not heard any alarm at all. It was further stated that no one had heard an alarm and the patient did not understand why the pump only alarmed once an hour and the patient would never hear it. It was noted that the patient's previous healthcare provider (hcp) would program her pumps to alarm every 15 minutes to 3 times an hour. On (B)(6) 2016, the physician assistant increased the patient's pump medication when the patient told him she did not think she was getting any medication. The patient was crying for 4 hours nonstop when she called her hcp and was placed on valium. The patient was going "out of her mind". The hcp and staff did not know what to do the patient's spasms, as before the pump, the patient did not respond to oral baclofen. It was noted she was on 100 mg/day of oral baclofen before the pump and her legs would be "spasms" and her feet would curl up and go up to her back. Currently the patient had flank pain. The patient went online and read about how bad baclofen withdrawal could be. It was noted the patient was "scared to death" regarding baclofen withdrawal. It was stated the patient's hands were tied because there was not another hcp in the state that would do her pump. The patient wanted to know if there were tests the hcp could do. It was noted that the patient could not take oral pain medications, stating that 2 mg of dilaudid could make her "out of her mind". The patient felt when the pump worked, it was great, and when it didn't work, it was "horrible". The patient was only getting 1-2 hours of sleep per night with the current situation of the pump stopping. It was stated that the patient's pump failing was a very severe situation based on current symptoms. The patient had learned to cope, but her "coping mechanism was running out" and without the pump she did not function. If all else failed, the patient noted she could take the fentanyl out of the pump to see an hcp. Additional information was received on (B)(6) 2016 from a rep. It was unknown if the patient's catheter was cleared at implant and if new or old drug was used. It was noted that a nuclear test was done because the patient was allergic to dye. This study was done for 3 days and assuming a current flow rate of about 0.18 ml/day, the isotope should have left the pump tubing by then. It was stated that the physician did not see it move out of the pump. It was unknown if they tried aspirating from the catheter only and if they had checked the reservoir volume to see if there was a volume discrepancy. The patient still had swelling and pain at the pump site currently and it had been about 5 weeks since implant. When they put the isotope into the reservoir, the patient had fluid leaking out of the puncture site for abut 40 minutes, however a seroma was never alleged. It was later reported on (B)(6) 2016 that the patient was not happy that her surgery was being put off for two weeks. The patient saw the neurosurgeon "a week ago" and the neurosurgeon did not see the necessity to do surgery right away. It was noted that the patient was scheduled "2 weeks out". The patient stated that she disagreed with the surgeon and because of that, he was putting her off until (B)(6) 2016. It was stated that the pump was not working so she would have a possible pump and catheter replacement. The pump was read and there was not an error. It was stated that the patient had been without intrathecal baclofen and fentanyl for 6 weeks and the pump stopped working on (B)(6) 2016. No falls or trauma were reported. The patient went through hell all summer and she could immediately feel her symptoms and spasms return like "someone hit a light switch". It was further stated that the patient spent a night crying for 5 hours and her temperament and patience had changed due to no sleep. The patient could not sleep in a chair or in bed due to her spasms. The patient did have an appointment with a different hcp, but he did not want to fill the pump with the fentanyl. The patient's concomitant medications included zanaflex and neurontin. The patient's medical history included multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they couldn't inject "iodine" (thought to refer to isotope) into the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.